Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation.an internal visual inspection was completed by the manufacturer.the manufacturer found small amount of unknown contaminant inside the air filter area of the blower box, an unknown contaminant on the front panel, evidence of liquid ingress to the p4 power cable, an unknown contaminant on the bottom enclosure, dust-like contaminant on the blower and blower seal. The manufacturer also found evidence of liquid ingress on the blower and blower box, keratin-like contamination on the blower box. The device's downloaded event log was reviewed by the manufacturer and found the following errors e-53 and e-200. The manufacturer concludes evidence of sound abatement foam degradation/breakdown. In the initial report allegation of logging up throat was not mentioned which has been updated in this report. Section d9, g3, h6 has been updated / corrected.